Event description:
Nurse reports that an intraocular lens (iol) was damaged. Additional info revealed the damage occurred in the cartridge of the iol delivery system. It was reported that the surgical incision was enlarged.